Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead warning for high lead impedance was triggered. It was also noted that the right atrial (ra) lead exhibited undersensing. Rv lead and ra lad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.